Event description:
The patient reported that his insulin infusion device would not prime the infusion set tubing or push insulin out of the adapter. He stated he could hear the motor running, but no insulin would be dispensed. He reported that he did not receive any type of alarm or alert on the infusion device. The patient reported that he changed the piston rod and batteries and the infusion device still would not prime. The patient did not report any physiological effects. No medical attention was required. Product was requested to be returned for evaluation.